Event description:
Swelling complications were reported in a retrospective study of pts who underwent anterior cervical fusion using rhbmp-2. Fusion was performed through a standard surgical approach using rhbmp-2 at a concentration of 1.5mg/ml, however the actual dose of rhbmp-2 applied could not be determined. In this pt, it is not known if rhbmp-2 was placed in a cortical ring allograft or interbody spacer, and/or around the graft itself in the disc space. The swelling complication occurred in a delayed fashion after a seemingly uneventful surgery, extubation, and initial postoperative course. Three days post operatively, this pt who underwent an initial 2-level anterior cervical fusion was readmitted to the hospital for observation and medical management of swelling. No other details or outcomes were mentioned.

Manufacturer narrative:
(B)(4). Literature citation: smucker, et al. Increased swelling complications associated with off-label usage of rhbmp-2 in the anterior cervical spine. Spine. 2006; volume 31, number 24: pp 2813-2819. A review of the device history records cannot be performed without additional device information. Without return of the device or associated records, it is not possible to ascertain a cause for the reported event.